Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant in 2000. The device was explanted in 2001. Preoperative diagnosis: no ingrowth to the acetabulum. Procedure: hip replacement.